Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the severely calcified and moderately tortuous mid right coronary artery. Calcification was confirmed with ivus. The lesion was predilated with a 1.3x10mm non-bsc balloon. The physician then advanced the 2.0x12mm apex balloon catheter to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. There were no patient complications. The procedure was successfully completed with a different device and the deployment of a 2.5x24mm taxus liberte stent. Patient status is reported as "good".

Manufacturer narrative:
(B)(6). (B)(4).